Manufacturer narrative:
The device was evaluated by a third party service center. During the evaluation the customer's complaint was confirmed. The device's lcd display was replaced.

Event description:
The manufacturer received info alleging a ventilator had a partial lcd display. The device was not in pt use.